Manufacturer narrative:
(B)(4).

Event description:
It was reported review of session records revealed post-paced t-wave oversensing episodes observed in non-sustained oversensing episodes. Programming changes were recommended. No further information is available.